Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced hyperglycemia event due to infusion set bent cannula on (B)(6) 2026. The patient was hospitalized on (B)(6) 2026 due to hyperglycemia event. The blood glucose level was 1000 mg/dl at the time of event and the patient got treated with intravenous fluids of insulin. The duration of hospitalization was greater than 24 hours. No further information available.